Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and ten months post filter implantation, a computed tomography of abdomen and pelvis was performed and the study demonstrated that the inferior vena cava filter was at superior l2 to mid l3. Also, there was grade 1 perforation and possible migration. There was no significant tilt identified. Therefore, the investigation is confirmed for perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one year and ten months post filter deployment, it was alleged that the filter struts perforated into organs, filter migrated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.